Manufacturer narrative:
"Investigation summary: a complaint of the cap on the female luer not being able to be removed was received from the customer. Two samples were returned for investigation. The cap of the first set was easily removed, but the cap of the second set could not be taken off. The customer complaint was confirmed. When looking at the second set under a microscope, solvent could be seen around the threads of the cap. A device history record review for model 37262e lot number 20095625 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect was found in a previous investigation to be an error in the assembly process where solvent is added to the wrong side of the female luer and then screwing the cap in. Corrective actions have been implemented for this defect, however this lot was manufactured prior to the implemented changes. (B)(4)."

Event description:
It was reported that a 40 in ext w/2 vlv ports was difficult to disconnect before use. The following was reported by the initial reporter: "it was reported that the cap will not come off extension set. Verbatim: the cap will not come off the extension set 37262e"